Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted. The device was removed with the catheter and the procedure was completed with a different device. There were no patient complications and the patient was stable.